Event description:
Based on the additional information received on 04-apr- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added for the event of inflammatory response. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-mar-2017 from other health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after 8 days of receiving the injection patient had inflammatory response. Patient had arthralgia, arthritis, astigmatism, fatigue, gerd (gastroesophageal reflux disease uncontrolled with medication), glaucoma, hyperlipidemia, hypothyroidism (control with medication), pain (foot, hip and low back), poor circulation and simple obesity. Patient was every day smoker (smoked 0.5 packs/day for 25 years; smoked: cigarettes. Smokeless tobacco: never used smokeless tobacco). Surgical history: patient had anesthetic procedures on eye (bilateral) on 2006 (lasix); asthma on (B)(6) 2009 (control with medications); had abdominal surgery on 2011 (exploratory lap to check gallbladder); knee scope, part synovectomy (right) and knee scope, shave articular cart (right) (arthroscopic debridement and or chondroplasty knee) and musculoskeletal surgery unlisted on (B)(6) 2013 (knee scope - partial synovectomy); had edema and hypertension on (B)(6) 2014; asthma on (B)(6) 2014; s medial branch block rt (rhizotomy) on (B)(6) 2015 (right l3, l4, l5); s medial branch block bilateral on (B)(6) 2015 (bilateral l3, l4, l5); s rhizotomy lumbar bilateral on (B)(6) 2015 (bilateral l3, l4, l5 medial branch rhizotomy); upper gastrointestinal endoscopy and biopsy on (B)(6) 2016; cholecystectomy laparoscopic on (B)(6) 2016; patient had allergy to hydrocodone bitartrate/paracetamol (vicodin)- itching (severity low) and was noted on (B)(6) 2016; arthroscopy rotator cuff repair (left) and shoulder arthroscopy, part acromioplas (left) on (B)(6) 2016 (arthroscopic decompression shoulder); patient had left shoulder pain, limited joint range of motion (rom) and s/p rotator cuff repair on (B)(6) 2016. Patient paternal uncle had arthritis, cancer, diabetes, hypertension, thyroid disease and heart/vascular (myocardial infarction) at the age of (B)(6); brother had asthma; maternal uncle had heart/vascular cardiomyopathy. Patient father was alive; mother (deceased at age (B)(6)); maternal grandmother and grandfather, paternal grandmother and grandfather deceased. Patient daughter was alive. Current medications include salbutamol sulfate (ventolin hfa), ipratropium bromide/salbutamol sulfate (duoneb), atorvastatin calcium (lipitor), diclofenac potassium (voltaren), formoterol fumarate/mometasone furoate (dulera), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase), hydrochlorothiazide (hydrodiuril), ketotifen fumarate, levothyroxine sodium (synthroid), medroxyprogesterone acetate (depoprovera), montelukast (singulair), naproxen (naprosyn), nystatin (mycostatin), oxycodone hydrochloride (roxicodone), pantoprazole sodium (protonix), macrogol (miralax) and macrogol 3350 (glycolax). On (B)(6) 2017, at 8:30 am, the patient received treatment with synvisc one injection, at a dose of 6 ml once (route: not reported; batch/lot number: 6rsl029 and expiration date: 30-jun-2019) for right knee osteoarthritis. On (B)(6) 2017, 8 days after receiving the synvisc one injection, patient had inflammatory response with swelling. Reportedly, the patient required a return visit. On (B)(6) 2017, patient recovered from the event. Corrective treatment: ice, elevate, naproxen, tramadol hydrochloride (tramadol), compression, cortisone injection. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention. Follow up was received on 21-mar-2017. No new information was received. Additional information was received on 04-apr-2017. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added for the event of inflammatory response. Patient demographics were added. Suspect product details were added. Event start date, outcome and corrective treatment were updated. Medical history and concomitant medication was added. Swelling was added as symptom. Clinical course updated and text was amended accordingly.